Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was found to be dislodged and exhibited loss of capture, high and unstable thresholds resulting in inappropriate therapy. The lead was reprogrammed and later repositioned. The lead remains in use. No patient complications have been reported as a result of this event.